Event description:
It was reported that an infusion of 1000mls of medication was being delivered at 250ml/h. After 1 hour into the infusion, there was an air-in-line alarm and nurse noticed that the set was empty and air was found in the tubing to the patient. There was no resultant patient complication due to this event.